Event description:
(B)(4). Anxiety, depression, brain fog, swelling all over- especially legs, severe swelling of abdomen, pains and cramping in abdomen and amp; back and amp; pelvic area, digestive and bowel problems, headaches, joint pain.